Event description:
Dealer states the chair is pulling to the right. Dealer changed out joystick and controller and still pulling to right. Tech advised may be motor or caster or possibly something bent. Dealer to check chair over and call back.